Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that seals were damaged, this caused a delay in surgery. There was no adverse consequences reported.

Manufacturer narrative:
(B)(4). Poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures. The product was not returned for investigation therefore the reported failure mode was not confirmed. The alleged failure mode will be monitored for future reoccurrence.

Event description:
It was reported that seals were damaged, this caused a delay in surgery. There was no adverse consequences reported.